Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the patient had a history of severe coronary artery disease and a stent was implanted by another physician a month prior to implantation of a watchman device. The patient was reviewed by that physician 5 weeks prior to his death. He was asymptomatic, with an unremarkable echocardiogram and stress test. Just prior to his death, the patient had his hand held on his chest and collapsed. Resuscitation by the paramedics proved unsuccessful. The cause of death is still unknown.

Manufacturer narrative:
Device lot number, device expiration date and device manufactured date updated. (B)(4).

Event description:
It was reported that a death occurred. A patient had a 33mm watchman ® laa closure device implanted in (B)(6) 2014. The patient died on an unspecified date. The cause of death is not known.

Manufacturer narrative:
Initial reporter: reported by patient's spouse. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a death occurred. A patient had a 33mm watchman aa closure device implanted in (B)(6) 2014. The patient died on an unspecified date. The cause of death is not known.